Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, a steam pop occurred while applying radiofrequency energy. A small cardiac tamponade was the observed by intracardiac echocardiogram a short time later. Pericardiocentesis was performed in which 50 cc of blood was removed from the pericardial space. The patient was stable and transferred to the coronary care unit for observation. No extended hospitalization was required, and patient fully recovered. Physician¿s opinion on the cause of the event is patient condition related. Transseptal puncture was performed with a st jude/abbott brk1 needle. Flow setting during the event was 15cc since ablation was over 30w. Graph, dashboard, vector and visitag force visualization features were used during the procedure. Visitag settings were range 2.5mm, time 3 seconds, force over time 3g for 25% time, respiration gating, tag index color option. There were no error messages observed on biosense webster equipment during the procedure.